Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during dwell three of five of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative explained the alarm. Per the caregiver, the patient had disconnected and will go to the clinic tomorrow to drain. The caregiver was unable to answer the troubleshooting questions. The technical service representative reviewed proper procedures with the caregiver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.